Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the oxygen would not go above 80% at 90% oxygen settings. As a resolution,the o2 blender assembly was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top 1200 ventilator blender was failing during pm (preventive maintenance) due to inaccurate fio2 (fraction of inspired oxygen). The customer confirmed that there was no patient involvement associated with the reported event.